Event description:
It was reported that the patient presented to the emergency department following a syncope with a fall and bruises. The device was interrogated and showed normal parameters, but loss of capture was confirmed. The pacemaker was explanted and replaced; the rv lead was checked with psa and found unable to pace. This lead was capped and a new one was implanted.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.